Event description:
The following information was provided: it was reported that the patient's right knee was revised due to lateral subsidence of the tibial baseplate. Intra-operatively, the baseplate was otherwise noted as being very well fixed and was difficult to remove. A triathlon primary baseplate and insert were revised to a universal baseplate with stem and augment, and a new insert. There were no allegations against the revised insert. Rep will try to get the catalog and lot on the tibial baseplate, and the explant will be returned. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.